Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, crease fold and opening on radius. A visual and microscopic analysis was performed which identified opening crease sharp, stress marks and wear abrasion. Based on the device analysis the final assessment is: opening crease sharp on anterior and radius due to fold flaw opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.